Event description:
Rv ea impe a nee warning and po anty switch. Rv impe ances as ow as o ipo ar noted on the pod file. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).